Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported low volume/output. It arrived with a cracked lcd lens. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log. To further investigate, a functional test was performed. The customer's concern was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6 percent. No problems were found with the delivery accuracy of the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a low volume and was out of parameters. There was no reported adverse event. Additional information was received on 10/13/2020 indicating that there was no patient involvement.